Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found. Medwatch has been updated to correct the catalog number.

Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a display issue with a coaguchek xs meter that could possibly impact the interpretation of results. The customer was not certain what the display issue concerned or if there was any impact on the result segments of the display. The customer stated that the meter has not been working for a long time. The customer stated that they have not reported results from this meter since (B)(6) 2019. There was no allegation of any adverse events. There was no allegation of any results being misinterpreted. The customer's meter has been requested for further investigation. Replacement product has been sent.